Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted ventral hernia tapp surgical procedure, the fenestrated bipolar forceps instrument was not moving correctly when docked and inside tip of instrument. The procedure was completed with no reported injury.